Event description:
When attempting to backload this guidewire into the outback cto catheter, the physician met a strong resistance. Once inside the pt, the physician was not able to track the cto catheter over the guidewire. The pt is a female. The target lesion was a short left iliac occlusion with moderate calcification. The outback cto catheter was properly inspected and prepped per the instructions for use (IFU). Activation of the cannula needle was verified prior to use and was smooth. When the physician attempted to backload the guidewire into the catheter during prep, a strong resistance was felt at the cannula level. The resistance was described as frictional. The device was straight while loading the wire and the cannula was fully retracted. The guidewire was not kinked or bent. When the device was placed inside the pt, it would not track over the guidewire. The catheter and guidewire were removed from the pt and procedure was stopped. It is unknown if there was any damage to the guidewire after the procedure was completed. Please note that this was the first procedure for the physician using the outback cto catheter. Also, the sales rep was not present at this procedure. The guidewire was returned for eval and analysis revealed that the covering of the wire was frayed and split.

Manufacturer narrative:
Confirmed damaged ptfe spray coat and sleeve areas and bends and kinks throughout guidewire. Could not confirm the reported complaint. As received, the specimen does not present any indication of manufacturing defect or anomaly. The distal coil presents. The specimen (with the exception of the damage noted above) is visually and dimensionally correct. As stated in bold text in the warnings section of the IFU, "never advance, withdraw or auger the guidewire against resistance without first determining the cause of the resistance under fluoroscopy." The event description "the physician felt strong resistance under fluoroscopy." The event description "the physician felt strong resistance when trying to back load the wire into the outback. He also was not able to track the device on the wire once inside the pt" does not address clinical conditions or much in the way of procedural factors. The documentation appears to indicate the device used was continued event though :strong resistance" was noted. The nature and extent of the damage of the distal region of the device appears to support this conjecture. As the "outback" device was not included with the returned specimen, it is not possible at this time to confirm the complaint as reported. During an attempt to recanalize a "short left iliac occlusion" with an outback cto catheter and a stabilizer steerable guidewire, strong resistance was felt as the wire moved through the distal end of the outback device, which is where the cannula (needle) is housed. The "frictional" feeling was severe enough to require withdrawal of both devices and discontinuation of the procedure. As reported, this was 1st time the physician had used the outback device. Both devices had been prepped appropriately and no damage and was noted on either device prior to use. No kinks were noted on either device after they were removed from the pt. Analysis of the returned stabilizer guidewire demonstrated a significantly scraped ptfe coating.with the available info, device interaction may have resulted in the damage to the wire coating, specifically; the cannula (needle) may not have been fully retracted as the wire was advanced through the device.